Event description:
The customer called to report that she was hospitalized due to a blood clot and high blood glucose levels. During the call, the customer stated that the buttons on the insertion device have been sticking, and it only works about half of the time. Advised the customer to clean the walls of the inserter with alcohol. Advised that a replacement would be sent as a courtesy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-97665.